Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed visual inspection. The sensor needle was bent inside the sensor. It was not possible to confirm the sensor was received in the condition that the customer stated due to the sensor being opened and used.

Event description:
Customer reported via phone call bent sensor cannula and sensor anomaly. Customer's blood glucose level was 187 mg/dl. Customer advised they attempted to insert a sensor and it split into two pieces. Customer advised that the needle was still attached. Customer attempted to insert the sensor several times but noticed it was damaged and would not go inside their body. Customer was advised to return the sensor and that a replacement sensor will be sent out to them when available.